Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to pt injury previously. Device issue: distal shaft separation. It was reported that the procedure was to treat a non-calcified lesion in the lad. The voyager was advanced with no resistance except it was unable to advance around the bend in the vessel. At this time, the catheter was removed along with the guide wire. Once outside the pt, the catheter was removed from the guide wire at which time the distal shaft was observed to have separated. At this time, the guiding catheter was removed from the pt and flushed, but the separated piece was not there. The entire pt was scanned and the missing distal portion could not be found. It was thought that when the guide wire was wiped down, the separated distal portion was wiped off onto the floor. A new guide wire was placed and another balloon was used for pre-dilatation and a stent was successfully implanted. The pt did not experience any symptoms or adverse effects. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the distal shaft. The balloon catheter was returned with the separation of the distal shaft, 1 cm distal to the guide wire exit notch. The distal shaft was stretched, 3 mm distal to the guide wire exit notch for a length of 6 mm. The separated distal shaft was not returned. There were three bends in the hypotube, 37 cm, 60 cm, and 71.5 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. Product performance engineering has reviewed case description and analysis of the returned device, damage was noted. Factors that may contribute to the inability to cross the lesion or separations include but not limited to, mfg materials, challenging pt anatomical morphology, pt disease state, placement/removal technique, crossing profile, tensile overload, kinks, or associative device interaction. The lab analysis could not measure the crossing profile or 2/3 balloon profile of the returned device, as the distal portion of the catheter was not returned for investigation. In the case description, the difficulties were experienced at a bend in the pt anatomy, which suggests the challenging pt anatomy may have contributed to the inabilities to cross. The initial crossing attempts with the rx voyager may have altered the pt anatomy, therefore, a new balloon catheter, guide wire, and stent were successful crossing the lesion. Also, there were some bends observed in the hypotube that were not included in the case description. These bends may be related to the force used to advance the catheter after it had become stuck in the bend or related to handling/transportation back to abbott after the procedure. The analysis of the returned device was able to confirm the reported separation as the distal portion of the device was not returned. A review of the mfg records revealed that the sampling of units destructively tested for catheter tensile strength met mfg criteria. Prior to the procedure, the catheter had been prepped and appeared intact suggesting the catheter device had met the mfg criteria. The separation appeared to have originated at the guide wire exit notch and the material was observed to be stretched. Stretching of the material suggests the device was subjected to a tensile overload beyond its design limits. Damage of this type appears to be related from an interaction with the guide wire. It is possible that when dilatation catheter was removed from the guide wire, the catheter was pulled in an opposite direction as the guide wire, resulting in the tear damage and separation. Based on the reported case description and analysis of the returned device, a conclusive root cause could not be determined but appear to be related to circumstances at the procedure. Product performance engineering and/or the respective business unit, quality engineering group will monitor the event circumstances. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the mfg line at abbott vascular. Additionally, a sampling of units is destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.